Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not charge battery devices and the housing was cracked around bay four. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the housing was cracked around bay four on the universal battery charger device. During in-house engineering evaluation, it was observed that device would not charge the battery device and the housing was cracked around bay four. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.